Manufacturer narrative:
Investigation results: the product was returned for evaluation. A visual examination of the ablator confirmed that the tip of the device was burnt. The exact cause of the damage could not be determined. The customer will be advised of warnings listed in the information for use sent with the product.

Event description:
It was reported that during a shoulder arthroscopy procedure, the coating on the top of the suction ablator melted during use. There was no injury or surgical delay reported.